Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with injections of vancomycin (1 gram, frequency and duration not reported) and injections of fortum (1 gram, once a day, duration not reported). The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).